Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining falsely elevated troponin (accutni) results above the ami cutoff and within the risk stratification range, generated by the access 2 immunoassay analyzer, for fifty three (53) patients' samples. The results were reported outside the laboratory and the ER physician questioned several of the results. Repeat results of these 53 patients samples resulted lower within the risk stratification range and within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples were collected in li heparin pst tubes and centrifuged for 3 minutes at 5060 rpm. Qc was within the customer's established ranges prior to the erroneous accutni results at 9 am. Erroneous results occurred at 2:07 pm through 11:14 pm. Qc was out of specifications, high at 10:26 pm. Bci field service engineer (fse) removed gauze from the incubator track and another one that was caught in the card cage fan. Fse found the aspirate probe bent. Fse replaced the aspirate probes along with the sample pipettor. Fse performed a preventive maintenance. All verification testing met specifications. Although hardware issues were addressed, a definitive root cause for this event could not be determined.